Event description:
A report was received that the patient went to the emergency room due to discomfort under the skin from the device. The patient was the entire system explanted and is doing well.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-8120-70 (B)(4) description: artisan sugrical ld 70cm 16 contact lead the explanted devices were not returned to bsn as they were discarded by the medical facility.